Event description:
On 25-mar-2026, a sales representative reported via email that an ar-1288rtt2-ibs fibertag tightrope ii with internalbrace experienced an issue during use. While the fibertag tightrope was being pulled into the femoral tunnel, a ¿pop¿ was felt in the white sutures, and the mechanism could no longer remain shortened. The issue was identified during a procedure on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.